Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7.5 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was, apart from the present cut, free of breaches. The fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Further inspections of the fragmented lead did not show any deviations that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to rising capture threshold, increasing bipolar impedance, and decreasing unipolar impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.